Event description:
It was reported that an occlusion alarm occurred on an ilet pump overnight and insulin delivery stopped until the alarm was cleared; the user resumed delivery in the morning after guidance and received education on occlusion causes and the need for troubleshooting. Symptoms included hyperglycemia with a reported blood glucose of 275 mg/dl and lethargy. Outcomes included no hospitalization and continuation of use after education. Investigation included a telephone assessment, review of the occlusion alarm behavior, and user education on resuming delivery and monitoring for recurrence. Investigation of this case revealed an insulin flow interruption consistent with an occlusion at the infusion set or cartridge level during the second day of a cannula set, with no device malfunction confirmed. It was concluded, based on previously established findings for similar reports, that the cause was likely an infusion set occlusion.